Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was inspected by field service engineer, and the e1 and e2 connectors were replaced due to being cracked, as a result the breakage of connectors was confirmed, and it was cleaned and tested good. Equipment repaired and verified according to original equipment manufacturer instructions. Software attributes have been verified and confirmed. The covers of the oer-elite were not removed so an electrical safety check was not required. Also, it was presumed from the investigation results that leak test air tube was unable to be connected as connector was hit by something hard or loosened and damaged. As a cause of the loosened connector, that the user may have applied stress to the connector toward loosening direction, and the stress was accumulated. The event can be detected and prevented by following the instructions for use: 5.6 inspecting the connectors check the following for each connector. ¿ the connector should be fixed firmly. ¿ the o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Warning do not use the reprocessor if any connector seems to be damaged or defective. Using the reprocessor when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor had a broken scope eyepiece 1 (e1) and eyepiece 2 (e2) connectors. It is unknown when the issue occurred. There were no reports of patient injury harm.